Event description:
Initial reporter indicated that the patient had high lead impedance indicating a possible lead malfunction. The patient's pulse generator was also at end of battery life. In the or, it was confirmed to be a lead issue and the patient had a complete replacement of their lead and generator. The patient's explanted lead is at manufacturer pending completion of product analysis. Good faith attempts have been made for additional information. So far no further information has been provided from site.